Event description:
It was reported the patient's atrial lead exhibited multiple interference deactivation episodes due to noise. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).